Manufacturer narrative:
A system checkout has not yet been completed.

Manufacturer narrative:
The pcb board was returned to medtronic for analysis. Analysis revealed that the standalone pcb passed visual inspection, but failed bench testing. A defective pcba was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that troubleshooting determined the stand alone board for the imaging system was the cause of the anomaly. However, confirmation of replacement has not been provided. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system could not complete the start up procedure. It was reported that the generator bar would not complete initialization. There was no patient present when this issue was identified. No additional information was provided.